Event description:
The caller stated that this meter was reading higher than her friend's contour meter, by a comparison of 500 to 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.